Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been messing with their device as they have a history of twiddlers syndrome. The right atrial (ra) lead exhibited a lead position fail check. It was also reported that the right ventricular (rv) lead exhibited high number of the sensing integrity counter (sic) oversensing episodes and cannot confirm capture. It was also reported that the rv lead had possible ventricular under-sensing. It was reported that the rv lead dislodged and was pulled into the superior vena cava. It was further reported that the rv lead was removed and replaced. It was also reported that the the implantable pulse generator (ipg) system was eventually replaced with a leadless implantable pulse generator (ipg) at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.